Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. The baton was connected to a test ranger monitor and the monitor was powered on; the leds functioned but there was no image. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a ranger video baton 3-4, there was no video. A delay in the procedure of approximately four (4) minutes occurred as another baton was obtained. No harm to patient or user was reported.